Event description:
The caller reported difficulty pressing the quick bolus/wake button on their pump, which required multiple attempts to activate the screen. There was no reported impact on the customer's blood glucose levels, as the caller declined to provide this information. Technical support assisted the customer by guiding them through troubleshooting steps, such as removing the pump from its case and providing instructions on pressing the button effectively. Despite these efforts, the problem persisted, leading technical support to arrange for a replacement pump. The customer was instructed on how to return the malfunctioning pump and acknowledged these directions.